Manufacturer narrative:
Concomitant medical products: catheter: model: 8782, serial# (B)(4), implanted: (B)(6) 2013, explanted: unk. Catheter: model: 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted partially: (B)(6) 2013. (B)(4).

Event description:
It was initially reported that the patient experienced some irritation where the catheter entered the intrathecal space. The reporter also indicated that the patient was scheduled to undergo a catheter revision on (B)(6) 2013 to place the catheter lower in the spinal column so as to alleviate the irritation. Drug delivered via the device was lioresal. It was later reported that the physician believed the catheter was compressing on a nerve causing increased leg pain with patient in certain positions. The tip of catheter was located at l1. A revision was done and the tip was moved down to l2. They partially removed the catheter and used a new one for replacement. No additional troubleshooting was done. The patient was reportedly doing great and receiving effective therapy.